Event description:
Incident. Anticipated. Required intervention. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 05-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date, after having her last child. Consumer was assured that it was minimal down time with no harmful side effects. After 2 years of pain, not being able to hold her children, high blood pressure that did not start until after insertion, a huge bloated belly that looked like she was 9 months pregnant and random shooting pains in abdomen, she finally got a hysterectomy and got her life back. Her blood pressure has been great and she did not need medication since surgery. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced random shooting pains in her abdomen. Two years after the onset of this event, and an unspecified time after essure insertion, she underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.